Event description:
Device malfunction: none. Symptoms/ae: hematoma. Time of symptoms/ae: after vessel closure. It was reported that the physician attempted arteriotomy closure after a percutaneous coronary interventional (pci) procedure using a starclose device. During vessel closure the physician felt the device slip out of the vessel when he adjusted the angle prior to deploying the clip. Reportedly, the vessel closure procedure went well with the deployment of the clip; however, hemostasis was not achieved for approximately 1 minute. The patient was noted to have developed a mild hemotoma treated with manual compression for 5 minutes. No other complications were observed after 30 minutes. One day post-procedure no bleeding, hematoma or any other complications were noted. The patient was to be discharged; however, the patient had developed another hematoma and hospitalization was prolonged for treatment. Reportedly, the patient was treatment using compression machine for 14 days and compression dressing. No medical treatment was used. The physician commented that his puncture technique might have been too slanted which could have made the vessel locator wings move out of the vessel during adjusting the angle up before clip deployment. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.